Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. The diameter of the proximal non-aneurysmal aortic neck 20mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 120 mm. Vessel morphology is unk, it was reported that the bifurcated stent graft was pulled down during the procedure. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the pt is reported to be fine.